Event description:
The patient underwent a lithotrypsy procedure for a ureteral stone. A ureteral stent was placed for the procedure. At the completion of the procedure, the stent became stuck during the attempt to remove it. The patient was taken to the operating room to insert a guidewire through the stent in an attempt to straighten it. When this failed, an x-ray was taken which showed that the stent had folded over on itself. The doctor perfomed an open procedure in order to remove the stent.